Event description:
The user has not been able to hear any sound with the device since (B)(6) 2023. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not been able to hear any sound with the device since (B)(6) 2023. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the incus (sp-couper), which occurred as a consequence of a post-operative fmt migration. This is a final report.